Event description:
It was reported by the customer that pyxis medstation es system had cubie pocket which did not opened. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the cubie failure. A field service engineer tested the application with the system and verified that any cubie inserted in e1 operated properly. Subsequently, upon returning the system to the application and conducting a load med, the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.